Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) required a smaller cuff size, as the previously implanted cuff was too large and failed to provide adequate coaptation, resulting in recurrent incontinence. The cuff was remeasured and replaced with a smaller one. There is no additional information reported.